Manufacturer narrative:
Additional information h3-the revision reported was likely the result of glenoid loosening and fracture of one of the compression screws. Although the sequence of events cannot be confirmed, the loosening of the baseplate may have allowed for excess stress to be applied to a well-fixed compression screw, subsequently resulting in device fracture. A contributing factor to the event may have been a patient fall. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Event description:
It was reported that a 79 yo male patient, initial left shoulder implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 7 years post the initial procedure. The patient presented to the surgeon with complaints about some mile pain in their shoulder. During the procedure, when opened, they presented with loosening on the glenoid side and a snapped screw. It was indicated a fall was suspected. All devices were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. No explanted devices were available for return as they were sent to ¿rph for study¿. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 5162698 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 5355171 320-10-00 - equinoxe reverse tray adapter plate tray +0. 5281522 320-15-03 - rs glenoid plate post aug, 8 deg, left. 5357447 320-20-00 - eq reverse torque defining screw kit. 5295371 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 5359033 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 5330432 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 4742474 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 5399305 320-42-00 - equinoxe reverse 42mm humeral liner +0. 04007018018 a10012 - gps implant kit v2.